Event description:
The customer reported that they received a visible "speaker malfunction" inop. No pt was harmed as a result of this issue.

Manufacturer narrative:
(B)(4): the customer reported that they received a visible "speaker malfunction" inop and the monitor speaker was not functioning. No pt was harmed as a result of this issue. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.